Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to other devices. The reporter claimed obtaining blood glucose readings of ¿240 mg/dl¿ with the subject meter and ¿170 mg/dl¿ on the other device (accuchek). The reporter also claimed obtaining blood glucose readings of ¿240 mg/dl¿ with the subject meter and ¿160 mg/dl¿ on the other device (bayer). The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.